Event description:
Voluntary medwatch received via cdrh. The report reads: "upon injection of CT contrast through IV, IV tubing ruptured near injection port." The customer was contacted for add'l info. The emergency dept pt had an angiocatheter connected to a primary i.v. Set. The pt had an unspecified CT. The reporter stated a power injector was "probably" in use during the CT. Info regarding power injector settings was not known to the reporter. When the pt returned to the emergency dept from CT, the tubing rupture was noted by the ER staff. No blood loss was reported; the reporter examined the set and stated it does not have blood in it. The rupture is distal to the lower y-site. The IV was discontinued and the pt was discharged. The reporter specified there was no pt harm, adverse pt event, or staff exposure to blood or contrast. Although requested, no add'l info was provided.